Event description:
It was reported that on (B)(6) 2013 the atrial lead exhibited loss of capture. Diagnostic imaging confirmed lead dislodgement. The lead was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis found the lead to exhibit normal device characteristics.